Event description:
It was reported that a patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD) system experienced stored, untreated atrial fibrillation (af) episodes that contained nonphysiological noise. Troubleshooting was performed, and the noise was reproducible in both the primary and alternate sensing vectors. An x-ray showed no definitive signs of under-insertion; however, because the image was not perfectly perpendicular, under-insertion could not be fully ruled out without a revision procedure. Technical services recommended deactivating therapy until a system revision could be completed and provided additional troubleshooting guidance. The patient was subsequently hospitalized as a result. Therapy was turned off, and the patient was provided with a wearable cardioverter defibrillator to use until the revision is performed. The field representative reported that the patient currently has only one viable sensing vector. It was also noted that the device has been implanted for only three months. At this time, the device remains in service, and no additional adverse patient effects have been reported. Additional information was received which reported that this device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD) system experienced stored, untreated atrial fibrillation (af) episodes that contained nonphysiological noise. Troubleshooting was performed, and the noise was reproducible in both the primary and alternate sensing vectors. An x-ray showed no definitive signs of under-insertion; however, because the image was not perfectly perpendicular, under-insertion could not be fully ruled out without a revision procedure. Technical services recommended deactivating therapy until a system revision could be completed and provided additional troubleshooting guidance. The patient was subsequently hospitalized as a result. Therapy was turned off, and the patient was provided with a wearable cardioverter defibrillator to use until the revision is performed. The field representative reported that the patient currently has only one viable sensing vector. It was also noted that the device has been implanted for only three months. At this time, the device remains in service, and no additional adverse patient effects have been reported. Additional information was received which reported that this device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Despite multiple requests for device return, this device was not returned for analysis and remains in the possession of the hospital. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device.

Event description:
It was reported that a patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD) system experienced stored, untreated atrial fibrillation (af) episodes that contained nonphysiological noise. Troubleshooting was performed, and the noise was reproducible in both the primary and alternate sensing vectors. An x-ray showed no definitive signs of under-insertion; however, because the image was not perfectly perpendicular, under-insertion could not be fully ruled out without a revision procedure. Technical services recommended deactivating therapy until a system revision could be completed and provided additional troubleshooting guidance. The patient was subsequently hospitalized as a result. Therapy was turned off, and the patient was provided with a wearable cardioverter defibrillator to use until the revision is performed. The field representative reported that the patient currently has only one viable sensing vector. It was also noted that the device has been implanted for only three months. At this time, the device remains in service, and no additional adverse patient effects have been reported.